Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed that the complaint was unverified, found no issues with rtm charging the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that their controller is "self-rebooting and going to a white a screen" and they have to keep taking battery pack out to reset it. Pt says recharger telemetry module (rtm) has been getting warm and controller port is intact. An email was sent to the repair department to replace the device. Pt isn't home right now and doesn't have serial of rtm. Emailed repair to send new rtm. Since pt doesn't have rtm serial, pss told them we would request it from repair soon if they can call back monday to read serial number off to us. They agreed to this. Additional information was received from a patient (pt). It was reported that they called a week or so ago and was sent a new recharger (rtm). The pt mentioned already documented event of it going white and rebooting itself. The pt noted something seemed off and was not right. The pt had their stimulation on all the time and they normally have to recharge every 3 or 4 days but it's been a week and the implantable neurostimulator (ins) was still at 50%. A replacement controller was sent out. No symptoms were reported.